Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: patient code e1006 captures the reportable event of bowel perforation. Patient code e0506 captures the reportable event of bleeding. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f19 captures the reportable event of surgical intervention. Impact code f2202 captures the reportable event of endoscopic procedure. Impact code f1001 captures the reportable event of procedure cancelled/rescheduled. Imdrf device code a050702 captures the reportable event of loop failure to cut. Imdrf device code a150208 captures the reportable event of loop entrapment. Imdrf device code a07 captures the reportable event of device delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that a captiflex snares device was used in the hepatic flexure for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the device was not able to resect the 1-2cm polyp using the hot snaring technique. The snare was twisted around the polyp, making it unable to be removed. The patient was sent to the hospital for a bowel perforation that perforated the submucosa and the muscle, requiring surgery to fix perforation and as well as to remove the polyp and snare. The snare was stuck onto the tissue and the physician was unable to fully open or close the device to remove the snare from the polyp. The physician attempted to remove the snare at the hepatic flexure with the same snare and hot snare technique but was unsuccessful. Attempts were made to dissect beneath the snare, however due to muscle involvement, full thickness muscle injury occurred upon cutting the snare during removal. The physician stated that they should not have tried attempted to remove a polyp of that size with the snare, and the medical staff agreed that the problem with the snare was likely due to user error. Additionally, it was noted that there was some kind of melting of the snare towards the handle portion. The patient is expected for make a fully recovery.